Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as it was kept by the facility.

Manufacturer narrative:
D6b: (B)(6) 2023.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5098476.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as it was kept by the facility.